Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient underwent a surgery to reimplant an artificial urinary sphincter (aus). It was said that the patient had four devices that didn't work properly. There were no additional patient complications reported.